Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight of the device to be within specification, and an opening(extended) on anterior. A visual and microscopic analysis was performed which identified a striated opening on anterior and creases fold. Based on the device analysis, the final assessment is a striated opening on anterior due to surgical damage consistent in the use of a surgical tool.

Event description:
Health professional reported right side capsular contracture, baker grade iii. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation is capsular contracture, baker grade iii. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side capsular contracture, baker grade iii. Device remains implanted.

Event description:
Device was explanted.